Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. During patient hospital stay for unrelated fall and subsequent hip fracture, surgical repair, and post-op infection, the patient experienced increased cramping and twisting with their head turned to the right with full eye-movement in all directions, pain, mouth slightly gaping, tongue dry, tremor present, both feet turned upwards, great toe with thalamic posture, and they could not raise hands or arms off bed. These symptoms were thought to be related to a programming adjustment made during hospitalization to cope with the change in physical limitations. Diagnostic methods included patient reporting pain and cramping, examination, and imaging. Imaging was negative for findings related to deep brain stimulation (dbs) with no acute intracranial process. Interventions included reprogramming and turning stimulation off and back on which had little effect on the patient's condition initially. Additional interventions included discontinuing rasagaline and soma, time passage, and small programming changes which resulted in mild relief, although posturing remained. The event resulted in prolongation of existing hospitalization. The etiology was described as possibly related to device/therapy, not related to implant procedure and other etiology was stated to be possible drug interaction. The event resolved without sequelae on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated the event from cramping and twisting to increased global dyskinesia. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***